Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp. (Omsc) for evaluation. However, prior to this event, the device had no malfunction and/or irregularity at the checking by the workshop of the sales department. It is generally known in publications that patient's bleeding may occur as complication during a therapeutic endoscopic procedure. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during unspecified polypectomy, the patient suffered an internal bleed. The physician treated it with drugs and banding. There was no report of the patient's injury regarding this event.